Event description:
It was reported, the patient could no longer receive effective stimulation. An impedance check and x-rays showed no anomalies. Multiple reprogramming sessions were attempted to no avail. As a result, the patient underwent surgical intervention. During the procedure, the doctor electively explanted the patient's ipg.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the ipg was electively explanted but not replaced during the procedure on (B)(6) 2015. Therefore, the patient did not have stimulation after the procedure. The issue was not resolved as described in follow-up report 1. On (B)(6) 2015, the patient underwent another surgical procedure and the lead was explanted.

Event description:
Follow-up revealed the issue was resolved by surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.